Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 281 mg/dl. Customer was using admelog insulin. Additionally, the customer loaded cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed.